Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damaged at the proximal side, the hinge was slightly protruded. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. When the device was tested with the test media, jaws would not properly grasp and compress due to the damage. It is possible that the user received an alert screen such as ¿reposition jaws and reactivate¿ when firing on tissue, due to the jaw damage at the hinge a short might have occurred and resulted in the alert screen. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. This could have been the reported unknown alert screen. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, "the probe got jammed after a few activations during the very first case. Generator displayed reposition jaws even after taking small bites. The probe was taken out of the patient and tested, it closed perfectly. The jaws were cleaned, but still the probe jammed while on tissue, and the generator kept displaying alarms." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.